Event description:
Customer reported via phone, the insulin pump alarmed button error while she was attempting to bolus. Customer's blood glucose was 216 mg/dl. No significant events which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.